Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemorrhage is listed as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a proglide suture was pre-placed at the 10 o'clock position successfully. The device was removed with resistance as the footplate lever was inadvertently partial open. A second proglide device was inserted; there was bleeding around the device. The device was not deployed and was removed to apply manual pressure due to the bleeding. A 6f sheath was inserted and then a third proglide device was inserted with bleeding continuing. The proglide was removed without deploying. A 7f sheath was inserted with bleeding around the sheath continuing, pressure was applied. A 9f sheath was inserted and bleeding continued. The sheath was removed and a fourth proglide was inserted, bleeding continued and the device was removed without deployment. A 12f sheath was inserted. The procedure was begun. The sheath was upsized to 14f and the tavr procedure was completed. The vessel was incised to remove the 14f sheath. The torn artery was repaired and surgical suturing was used to achieve hemostasis. Reportedly the vessel looked friable. The patient was on aggrastat prior to the procedure. It was noted that the medication was stopped 3 hours prior to the procedure instead of 6 hours prior. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.